Event description:
It was reported that the patient did not have a decrease in back pain since her pump was implanted. It was reported that the difficulty was with the catheter; it was believed to be kinked, but had not been confirmed. The patient was planning to follow up with their hcp. The pump was delivering hydromorphone.

Manufacturer narrative:
Personal therapy manager: model# 8835, serial# (B)(4)...catheter: model# 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted:unk... (B)(4).